Manufacturer narrative:
E1 patient city: (B)(6). Patient country: canada.

Event description:
Reference number (B)(4). Event occurred in canada. On (B)(6) 2024, it was reported that the patient faced infusion set tubing detached. The infusion set was in use for 1 day. The site of insertion was left buttocks. No further information.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted cataloge number. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
To date no additional patient or event details have been received.